Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog #: unknown, lot #: unknown unknown articular surface, catalog #: unknown, lot #: unknown unknown tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02717, 0001822565-2018-02718, 0001822565-2018-02719, 0001822565-2018-02720. Remains implanted.

Event description:
It was reported that the patient is experiencing a burning sensation in the knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.